Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 18 mmol/l (>324 mg/dl) while wearing the pod between 5 and 24 hours. Overnight from (B)(6) 2026 the patient received an automated delivery restriction alert and switched to manual mode. When she woke up on (B)(6) 2026 her blood glucose was greater than 18 mmol/l. She tried giving corrections totaling approximately 30 units through the pod. She eventually changed the pod and gave herself 15 units of insulin through a pen injection. Symptoms reported include disorientation and not feeling well. She went to the ER and waited over three hours to be seen and while waiting experienced low blood glucose (however she did not provide what the blood glucose reading was). She did not report any treatment and went home from the ER about 45 minutes after being seen by the doctor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158."